Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused due to a faulty positioning sensor unit (psu) camera. The camera was replace. The replaced psu camera was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the psu camera. The housing of the psu had several nicks and scratches. When connected to a known good system the psu powered up without the amber fault light on. A check of the event log revealed an intermittent history of illuminator current failure dating back to (B)(4) of 2013. Also, the psu failed an aak test at .55 mm with a passing threshold of .35 mm. This issue was documented in a medtronic navigation hardware defect tracking database.

Event description:
A medtronic representative reported that the camera bump status light was illuminated. This was thirty minutes prior to the need for use of the navigation but the patient was under anesthesia. There was no patient impact reported and there was no delay in surgery. Surgery proceeded as planned.